Event description:
Caller reported a malfunction on pump, described as malfunction code 6. There was no adverse impact to customer's blood glucose level, as readings did not exceed 500 mg/dl. Technical support provided information to reset pump and assisted caller with the process. Customer successfully reset the pump, and no further malfunctions occurred. Customer was instructed to call back if malfunction codes recurred, and acknowledged the guidance provided.